Event description:
A customer reported to baxter healthcare a vialmate reconstitution device in which the vial was leaking. The vialmate was attached to a vial of vancomycin and an unknown 250ml baxter bag. The alleged defect was observed during reconstitution. There were no reports of adverse events, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of a ''vial leaking'' was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. Additional information: a batch review could not be performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). The sample was returned; however, the evaluation is still in process. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.